Event description:
My name is (B)(6), a former united states marine corps jet mechanic and a citizen who has suffered deeply due to what I believe is a case of widespread corporate misconduct, medical device negligence, and potential racketeering behavior involving (B)(6), medical device manufacturer exactech, and their affiliated financial partner, tpg capital, oston holdings, and six middle eastern countries,-,including kuwait, qatar, bahrain, oman, saudi arabia, and the united arab emirates. In 2010, I underwent a bilateral total knee replacement surgery at (B)(6) using exactech implants. These implants were later recalled as part of a national class ii recall affecting over (B)(4) devices. I never recovered from the surgery, and now live with permanent disability and pain due to defective implants which degraded inside my body. The failure of these devices was not a random occurrence, but the result of a prolonged pattern of concealment and corporate misconduct over an eighteen year period. I respectfully request your office open a federal investigation into these actions and evaluate them for potential violations of civil and criminal law, including the false claims act and the racketeer influenced and corrupt organizations act (rico).